Event description:
Additional information received reported it was unknown if there was a (B)(6) or greater symptom reduction. It was unknown if this was device related, it was probably lead related. There was a possible bipolar short, only monopolar impedances ok. They had been advised to carefully and continuously monitor. An x-ray and computerized tomography (CT) scan were done and there was normal imaging of the ins and intracranial and extracranial leads. The patient had not had a loss of therapeutic effect or loss of stimulation. The patient¿s tingling was intermittent and occurred in frequently. The healthcare professional was monitoring the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 3387-40, lot# j0401877v, implanted: 2004-(B)(6), product type: lead. Product ID: 748251, serial# (B)(4), implanted: 2004-(B)(6), product type: extension. Product ID: 3387-40, lot# j0424916v, implanted: 2004-(B)(6), product type: lead. Product ID: 748251, serial# (B)(4), implanted: 2004-(B)(6), product type: extension. Product ID: 7438, serial# (B)(4), implanted: 2004-(B)(6), product type: programmer, patient.

Event description:
It was reported that the therapy worked well but the patient had noticed that if he leaned forward and right he felt a tingling/unusual sensation in the clavicle area. The tingling issue had begun a month prior to the date of this report. Impedances were checked on the date of this report. The impedance issue was noticed on the date of this report. Right brain implantable neurostimulator (ins) was tested at 3.0v and values were: c/0-575ohms, c/1-858ohms, c/2-1277ohms, c/3-732ohms, 0/1-900ohms, 0/2-1219ohms, 0/3-8 ohms and 1/2-1486ohms, 1/3-897ohms and 2/3-1219 ohms. The impedance issue was unresolved but there was no therapy issue at the time of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot# j0401877v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot# j0424916v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).